Manufacturer narrative:
Image review: two media files were provided for review and the patient¿s executive summary was provided for anatomical review. The patient¿s aortic valve and sinotubular junction appeared to be significantly calcified with an annulus perimeter that measured 74.3mm with a perimeter derived diameter of 23.6mm suggesting a 29mm valve. The computed tomography (CT) measurements showed bilateral iliofemoral arteries with minimum diameters <(><<)> 5mm in different segments. As stated in the instructions for use (IFU), patients must present with transarterial access vessels with diameters that are =5.0 mm when using the device. In this case, transfemoral access was prohibited. It was reported that the left femoral artery was used as the primary access and consequently vascular complications were reported. The media files show an implanted valve that appears to be under expanded. It was reported that the valve was inadvertently released deeper than desired, and a conduction disturbance occurred. As stated in the IFU, potential risks associated with the implantation of the bioprosthesis may include but are not limited to conduction system disturbances (for example, atrioventricular node block, left-bundle branch block, asystole), which may require a permanent pacemaker. Furthermore, bioprosthesis implant depth >5 mm may contribute to an increased risk of conduction disturbances, which may require a permanent pacemaker. A post implant dilatation was performed, and final angiogram shows an expanded valve that appears deep (> 5mm) without significant evidence of aortic regurgitation/paravalvular leak. It was reported that after a vascular repair, an echocardiogram revealed mild to moderation aortic regurgitation and mitral interaction, and the patient was converted to surgery to explant the valve. Images of the echocardiogram were not provided for review. It was reported that the patient died two days after surgery, but the images provided do not validate the cause of death. Updated: d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, ultrasound was used to guide access for the left femoral artery (lfa). The preclose vascular closure device would not engage, and multiple unsuccessful attempts at vascular closure were made. The site was closed with angioseal, and lfa access was regained above the initial site, at which point an occlusion was discovered below the first access site. The procedure continued with a plan to repair the lfa afterwards. Dilatation of the lfa was performed with a 14fr sentrant, and a 14fr dcs was inserted inline over a non-medtronic guidewire. The first deployment of the valve was to 80% deep on the left coronary cusp (lcc) side and was recaptured. The second deployment was also to 80% and still appeared deep; while planning to recapture, the valve was accidentally deployed due to the dcs handle being quickly rotated in the wrong direction. The final deployment depth was estimated at 4 millimeters on the non-coronary cusp (ncc) and 7 millimeters on the lcc, though the view had parallax. The valve appeared constricted in the rao view, and moderate paravalvular leak (pvl) was observed. Following valve deployment, the patient experienced intermittent complete heart block with junctional escape, necessitating the insertion of a temporary pacemaker. Post-dilatation was performed with an 18 millimeter non-medtronic balloon, but the valve remained constricted with pvl. Further post-dilatation with a 20 millimeter non-medtronic balloon was performed, resulting in trace-mild pvl, no aortic insufficiency, and a mean gradient of 1 mmhg. The patient returned to sinus rhythm. The cardiac surgeon proceeded with lfa repair under general anesthesia. After lfa repair, transesophageal echocardiogram (tee) showed mild to moderate aortic regurgitation, the valve depth measured 12 millimeters below the annulus, and the mitral leaflet was observed to be interacting with the base of the evolut valve. The mitral valve had no regurgitation and a mean gradient of 4 mmhg. Due to concerns about potential future mitral leaflet damage from ongoing interaction with the evolut valve, the decision was made to surgically explant the evolut valve, replace t he aortic valve with a surgical valve, and replace the ascending aorta due to a porcelain aorta. Life support was withdrawn two days later, and the patient died.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012617232); product type: 0195-heart valves; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating the mild-moderate aortic regurgitation was paravalvular leak (pvl). Per the physician, the valve being released too deep in the left ventricular outflow tract (lvot) caused the emergency cardiac surgery and subsequently during the post cardiac surgery, the patient was in refractory shock due to the occlusion of the right common artery and contributing the patient death. The death was due to refractory cardiogenic shock secondary to the right ventricle (rv) dysfunction due to acute myocardial infarction post cardiac surgery.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.